Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the instrument channel, the suction channel, the air/water channel, the auxiliary water channel, and the distal end of the subject device. The testing result cleared the german guideline. (B)(4) checked the subject device and found the following. The adhesive of the bending section rubber was detached, chipped, cracked, or has a burr. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that the subject device was used for a patient suffering from pseudomonas infection on (B)(6) 2021, and that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; (B)(6) 2021. Swab from external surface: candida parapsilosis. Second time; (B)(6) 2021. Swab from external surface: candida parapsilosis. Also, on (B)(6) 2021, the subject device was still positive by swab from external surface. The user facility did not provide other detailed information such as the number of microbes. The device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg 0344, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. If additional information is received, this report will be supplemented.